Event description:
A report was received involving an osvii. The description is as follows; "the surgeon said that after they washed separately the catheter (over a period of approx 20 mins with a sterile saline solution) and the introducing rod/stylet, he inserted the system in the ventricle and when he tried to pull out the introducing rod from the catheter, it curled completely as if the stylet was "stuck" to the catheter. At the time he succeeded to pull out the introducing rod, but he had another problem. The customer could not connect the catheter with the valve, because the straight connector did not fit into the ventricular catheter. It seemed that the catheter was not made of silicone but of a material less elastic. The silicone seemed altered. The surgeon finished the implantation of the valve system."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.